Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified in section has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter products are identified. (Expiry date: 03/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 23atm. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 23atm. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta device has returned for evaluation. On the visual evaluation the device appeared bloody. No other specific anomalies noted. On the functional evaluation of the device, the balloon has pulled out the sheath. A guide wire is re-inserted without any issue. On further, the balloon has tried to inflate with the inflation device, on inflating the balloon, water leaks near the distal tip of the catheter. On further of removing the balloon fiber under microscopic observation, it has noted a longitudinal rupture found near the distal end of the device. No evidence of detached material was noted. No other anomalies noted. Therefore, the reported balloon rupture is confirmed as a longitudinal rupture has identified and water leaks when the balloon tried to inflate. The definitive root cause for the reported balloon rupture could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified in section d4 has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter products are identified in d2 and g5. Expiry date: 03/2023 section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.